Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has two leads implanted with the same lot numbers. It was reported the pt experienced tightness and pain at the lead anchor site. The pt underwent a revision surgery on 02/14/2014 where the lead was placed deeper as it was too superficial at the anchor site. The issue is now resolved.